Manufacturer narrative:
A ge healthcare service representative provided technical troubleshooting support to the customer biomedical engineer. The customer biomedical engineer replaced the flow sensors, and the unit was returned to service. No report of patient involvement. A ge healthcare service representative provided technical troubleshooting support to the customer biomedical engineer. The customer biomedical engineer replaced the flow sensors, and the unit was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate. There was no report of patient involvement.